Event description:
Event description guidant received information that the lead safety switch was activated on this right ventricular lead. Impedance, threshold and r wave measurements taken later were normal and the patient was not symptomatic.